Manufacturer narrative:
Please disregard the previous medwatch submission as this complaint is a reported symptom of the complaint being investigated on (B)(4) / medwatch #1828100-2019-00171.

Manufacturer narrative:
Per service repair technician (srt), there are no repair procedures for this unit. Unit will not be repaired and will be sent for laboratory analysis.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the centrifugal drive motor had a noticeable vibration. There was no patient involvement.